Manufacturer narrative:
As the date of this report the affected device was requested for further investigation, but not returned yet.

Event description:
It was reported that there was an issue with the product 28160zj - biopsy forceps, 1 mm, 30 cm. The device broke during surgery. According to the complaint description, one of the jaws of the biopsy forceps broke during ventriculostomy in the context of the management of a colloid cyst responsible for hydrocephalus. Broken jaw piece not found. At this stage, no complications for the patient. No clinical consequences. Internal reference number: (B)(4).

Manufacturer narrative:
The compliant product was received on (B)(6) 2022. Visual examination of the affected device revealed that the forceps´ jaw broke off and the axle pin is bent. The broken joint is missing. Due to the deformed and bent axle pin, it is assumed that the device was subjected to high forces. Since this was manufactured in the year 2015 it is very likely that the sharp spoons have worn out due to the many uses over the last 7 years. Therefore, there is a high force effect during surgery while using the device, and causing damage or breakage due to cutting is no longer possible. This could have been prevented by a check before use as well as by a sharpening (maintenance) of the jaw parts. Based on the investigation results, the root cause of the reported issue can be traced back to a usage-related failure/maintenance-related failure. Internal karl storz reference number: (B)(4).

Event description:
Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device was received by the manufacturer october 7, 2022. Based on the initial investigation, the product history did not show any deviation and the product passed the final inspection. Also, by reviewing similar complaints and product history data, there is no indication of systematic error.